Manufacturer narrative:
This report is for an unknown pfna nail/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that the patient underwent a revision procedure due to a broken nail on (B)(6) 2020. Patient was originally treated on (B)(6) 2019. This report is for an unknown proximal femoral nail antirotation (pfna) nail. This is report 1 of 1 for (B)(4). Additional reports are captured under (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part: 04.023.104s lot: 2l96370 manufacturing site: werk bettlach release to warehouse date : 14 january 2019 expiration date: n/a supplier: n/a a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Corrected event description: it was reported that on (B)(6) 2020, the patient underwent a second revision surgery due to a broken nail. The primary surgery was performed on (B)(6) 2019 and the first revision surgery was performed on (B)(6) 2020. There is no further information available. Additional reports are captured under (B)(4). This report is for an unknown proximal femoral nail antirotation (pfna) nail. This is report 1 of 1 for (B)(4).